Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
A vessel perforation, pericardial effusion, cardiac tamponade and hematoma occurred. It was reported that a versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure. During transseptal puncture (tsp) the physician slipped anterior and perforated into the aorta. The physician went back to right atrium (ra) and successfully crossed into the left atrium (la). A hematoma was observed to have developed on the aorta. The wds was successfully deployed and released. An effusion was noted to have developed in the ra. Cardiac surgery was called to surgically drain the effusion and administer additional units of blood to the patient. The surgeon was not able to locate the exact location of the bleeding. The closure device was left in place. There were no further complications, and the patient remains in the hospital for recovery. The versacross connect was in the body when complication started and was removed when effusion began. It was mentioned that the versacross device did not malfunction during complication. Physician believed the access solution product was contributed but because fellow used incorrectly. The patient was initially hemodynamically stable but then effusion started to grow. Fellow experienced an anterior slip during transseptal puncture.